Event description:
It was reported that the items were sent in for maintenance. There was no harm or injury to the patient as there was no patient involvement. After evaluation of the returned device, it was determined that the device failed the test cut criteria. Due diligence is complete. No additional information is available. No adverse event reported.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: canada. Multiple MDR reports were filed for this event, please see associated reports: MFR-0001526350-2023-01702-1 and 0001526350-2024-00543. Review of the most recent repair record determined the calibration and test cut were not checked prior to repair due to a warped comb. The cutter 1:5 (sn (B)(6) and cutter 3:1 (sn (B)(6)) failed the test cut criteria. The ratchet gear was replaced due to it would not fit onto the bottom roll. The ratchet was lubricated. The comb, bottom roll, fasteners, ball detent and gear were replaced due to wear and damage. The unit was calibrated and tested. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.